Manufacturer narrative:
The date of this submission is 25-may-2017. This is an initial submission for the second device in this case. The manufacturer report number for this submission is 8041154-2017-00002. The manufacturer report number for the first product in this case is 8041154-2017-00001. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 03-may-2017 from an (B)(6) male consumer reporting on self from the united states of america. The consumer did not have any known medical history. The concomitant medications were not reported. The reported weight of the consumer was (B)(6). On an unspecified date in 2017, the consumer started using band aid brand adhesive bandages family variety pack cutaneously, two bandages the size of one inch into three and one fourth inches used one time for bump on leg from hitting the table, bruise (lot number 1756b and expiration date unspecified). After an unspecified duration, in (B)(6) 2017, when he tried to remove the bandages from the bruise it tore his skin on leg and opened up his vein. On an unspecified date in (B)(6) 2017, initially he went to the hospital for emergency repair and consulted a doctor. Seven days later he stated that, he was still in pain due to the pressure from the bandage the hospital applied to keep it from bleeding and aid in healing. He stated that the adhesive was stronger than necessary especially for older people. It was reported that the consumer visited a medical centre and was treated by a registered physician assistant who told that due to the fragile skin and age of the consumer it would take a longer time to heal. After an unspecified duration in 2017 the device was discontinued. The events were resolving. This report was assessed as serious (medically significant) and company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states of america.

Manufacturer narrative:
This is a follow up submission for the second device in this case. The manufacturer report number for this submission is 8041154-2017-00002. This closes out this report unless other additional significant information is received. This complaint is associated with 2 associated mdrs. The manufacturer number for the first product is 8041154-2017-00001.

Event description:
This spontaneous report was received on 03-may-2017 from an (B)(6) male consumer reporting on self from the united states of america. The consumer did not have any known medical history. The concomitant medications were not reported. (B)(6). On an unspecified date in 2017, the consumer started using band aid brand adhesive bandages family variety pack cutaneously, two bandages the size of one inch into three and one fourth inches used one time for bump on leg from hitting the table, bruise (lot number 1756b and expiration date unspecified). After an unspecified duration, in (B)(6) 2017, when he tried to remove the bandages from the bruise it tore his skin on leg and opened up his vein. On an unspecified date in (B)(6) 2017, initially he went to the hospital for emergency repair and consulted a doctor. Seven days later he stated that, he was still in pain due to the pressure from the bandage the hospital applied to keep it from bleeding and aid in healing. He stated that the adhesive was stronger than necessary especially for older people. It was reported that the consumer visited a medical centre and was treated by a registered physician assistant who told that due to the fragile skin and age of the consumer it would take a longer time to heal. After an unspecified duration in 2017 the device was discontinued. The events were resolving. This report was assessed as serious (medically significant) and company causality was assessed as related. This report was considered a non-reportable malfunction case in the united states of america. Additional information was received on 13-jun-2017. A review of complaint data revealed no unfavourable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Product met specification as documented in the records and retain sample reviewed. Based on the information available, this device was used as intended for treatment. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. The report remains serious. This report remains as non-reportable malfunction case in the united states of america.